Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation submitted 12/15/2012 follow-up # 1 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: inspection showed no visible damage to the pump or battery cap, but moisture corrosion was seen in the battery compartment; a battery compartment leak is concluded. The pump was leak tested and it failed due a display lens leak. According black box review, a reboot occurred on (B)(6) 2012 at 11:51 am. No evidence of short battery life observed. No reboots were duplicated during testing unrelated to this complaint, the pump powers on with a discolored display, a test display was used for the reset of investigation and it was fully illuminated, the keypad was intact, but all keys responded intermittently. The cover was popped off and the internal parts were investigated, no further moisture ingress was found. The power circuit and flex were tested with no intermittent condition duplicated .

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) alleging that the pump had a battery life issue. The reporter did not allege any harm or injury because of the alleged issue. On (B)(6) 2012, a follow-up contact was made between anm and the patient. She indicated that there were signs of moisture in the battery compartment. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that there was evidence of moisture ingress in the pump with no evidence of damage to the pump. There was also no reported patient impact associated with this complaint. The alleged battery life issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.